Event description:
Reportedly, the cover of the x-ray tube ceiling suspension fell and allegedly struck the x-ray technologist's head. The technologist reportedly had a large bump on top of the head and felt dizzy. She was taken to ER and reportedly she has severe post neck pain.